Event description:
Attorney alleges pt was showing signs of baclofen overdose so the pump was drained. Report alleges low reservoir. Attorney alleges the pump was refilled and the pt overdosed, went into coma and almost died. In 10/2002 hcp reported no problems with the pump or the catheter. No report of device explant. A follow-up report will be sent when additional info is received.

Event description:
Add'l info from the pt's attorney reports the catheter was revised in 2002 because it was kinked. The attorney alleges that both the pump and the catheter were removed in 2002.